Manufacturer narrative:
(B)(4). Product does not return for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 280 mg/dl using re-lion sk (sidekick) meter and test result reported of 112 mg/dl using doctor's device. The customer's expected fasting/non-fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage is undisclosed. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 1:undisclosed, 2:undisclosed, 3:undisclosed, 4:undisclosed, 5:undisclosed. Memory concerns:undisclosed.